Manufacturer narrative:
This supplemental MDR is being submitted as a part of a retrospective review and remediation effort based on errors that occurred in the submission of mdrs for incorrect manufacturer name and/or address. A non-conformance report (ncr) ¿ 16847 to implement corrective actions was opened on january 29, 2025. Device performance and/or risk profile are not impacted.

Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states. This case, with patient identifier (B)(4) (performa system), is related to case with patient identifier (B)(4) (active system).

Event description:
It was reported the customer received the following results, with two different meters compared to a lab result, within 10 minutes: 8.7 mmol/l (performa meter), 4.8 mmol/l (active meter), and 5.3 mmol/l (lab). No adverse event reported. The test strip lot numbers were not provided. Return of the suspect device was requested for evaluation.